Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope image does not display (with an error code) during inspection. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was not confirmed. The investigation revealed: the adhesive on bending section cover had a chip, the label on video connector was peeled, and the insertion pipe was deformed. Due to deformation of bending tube, angulation lever did not move smoothly and due to damage on lock engagement lever, the bending section could not be fixed firmly. The following components were found to have scratches: bending section cover, switch number 1, up/down plate, right/left plate, control unit, angulation lever, grip, light guide connector, light guide-cover glass, video connector case and video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image not displaying was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.